Event description:
On 5-6 weeks ago I purchased a sunbeam sports heat therapy wrap model 902. Shortly after the purchase I broke my back and the heating pad was very helpful in controlling pain. Sunday night, I was using the pad and noticed that I was not getting any heat. Not wanting to bother with the problem at that time, I turned it off. The next morning I picked up the heating pad and this is what I discovered: -picture available- the heating pad had burned through in two places and the bare heating element ends were exposed and this is the side next to the body. Luckily I had a towel between me and the heating pad and was not using moist heat where you can dampen the cover of the pad. According to the sunbeam web site: with patented extra sensing power: technology self-regulates to prevent hot spots and provides consistent therapeutic heat.